Event description:
Complainant alleged that while attempting to monitor, a pediatric pt, during med flight transport, the device shut down. Complainant did not indicate that there was any adverse effect to the pt due to the report malfunction. Please reference MDR# 1220908-2013-00075 for a similar report with the same device.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval, and this complainant is still under investigation.